Event description:
It was reported that the patient had a new implantable neurostimulator (ins) implanted and had it programmed during implant. Two weeks prior to the report he had an adjustment for the belly area with group c. The patient confirmed on the patient programmer (pp) screen they were seeing group a which indicated adaptivestim. It was reviewed what the icon and adaptivestim meant. It was reviewed the difference between group letters and adaptivestim. It was noted that the group with the check mark indicated which group was active. The patient reported that sometimes he would see group a with no position name. It was noted adaptivestim was active all the time. It was reviewed that when the patient was changing positions he needed to be in that position for three minutes for the device to recognize the setting. Since having the adjustment two weeks ago every time he bent down to do something the setting would go to the belly setting and when he stood back up the setting didn¿t change from the belly setting. Sometimes when he changed position the a would show up on the group. Sometimes when he was laying on the left or right side the setting changed. When the patient was asked if they had adaptivestim they were unsure of what that meant. The patient reported they won¿t be without therapy and that the device did the majority of the work for sure. The healthcare provider (hcp) later reported it was unknown if there was a 50% or greater symptom reduction, if it was device related, or if reprogramming was needed. How the patient was doing was unknown. The patient later reported they were still having concerns with their device or therapy but were working with their rep. An appointment was scheduled for the week of (B)(6) 2015 for settings.

Manufacturer narrative:
Concomitant products: product ID: 3487a-33, lot# j0348929v, implanted: (B)(6) 2004, product type: lead. Product ID: 3487a-33, lot# j0348929v, implanted: (B)(6) 2004, product type: lead. Product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).